Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant was removed due to peri-implantitis. Tooth location 16.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® implant 5 x 11.5mm (oss511) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and debris about the implant threads and external hex. There was significant gouging around the top threads, likely from the removal process and presence of an unconfirmed foreign/biological material around the bottom threads. DHR review was completed for the subject lot number 218826. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op30) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (218826) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events (infection and bone loss) or product (oss511). Therefore, based on the available information, device malfunction has not occurred and the reported events were non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.